Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that the surgeon was impacting the shell when the threaded part broke. No pieces left in the patient. No consequences or impact to the patient. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified strike plate and handle body shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Distal tip is confirmed fractured. Cup positioner housing holds threaded tip and multiple components that were not returned. Housing is confirmed to be fractured and fractured piece(s) were not returned with the device for review. No other damage was noted. The provided picture shows the additional pieces that were not returned for review and are covered in bio debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.